Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the fenestrated bipolar forceps (fbf) instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was noted. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard materials. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. There was no damage to the cannula. The fragment was retrieved during the same procedure, and the area was visually inspected. No additional surgical procedure was required to remove the fragment. There were no postoperative tests, such as an x-ray or ultrasound, performed. The patient has not returned to the hospital due to experiencing any post-surgical complications. The instrument will be returned for evaluation.

Manufacturer narrative:
The fbf instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.053" offset at the tips. There were no missing pieces.

Event description:
Refer to h11 for follow-up information.